Manufacturer narrative:
H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye and magnification noted the female connector was separated from the main body. There was evidence on the female connector indicating the insert chip was present during the assembly process. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue female connector of a minicap extended life pd transfer set detached from the pale blue part (main body of the twist clamp). The was identified by the patient during an unspecified process step of peritoneal dialysis (pd) therapy. The patient reported that they were able complete their treatment with no leaks and no adverse event. The patient was instructed by their pd nurse to come in for a transfer set change. There was no patient injury or medical intervention associated with this event. No additional information is available.